Event description:
A (B)(6) male pt contacted zoll customer support to report that the wires on the back of his vest were exposed. The pt rec'd a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon eval the electrode belt cable was damaged at the distribution node (dn). The dn to ECG "c and d" cable was pulled from the strain relief at the dn. Additionally, the trunk cable connector was cracked. The cause for the damaged cable and trunk cable connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from damaged cable and trunk cable connector. The pt rec'd a replacement electrode belt.